Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). After a 6f guide catheter was used and engaged in left coronary artery coaxially, a non- boston scientific guidewire was crossed the lesion. Following pre-dilatation of a 2 x 12mm balloon catheter, a 24 x 2.25 promus premier select stent was advanced for treatment. However, the device failed to cross the lesion. Dilatation with the balloon catheter was performed again and re-introduced the stent. During advancing of the stent, the hypotube was kinked broke approximately 15 cm proximally from the hypotube. The device was removed and replaced with another 2.25 x 24 mm promus premier select stent. The procedure was completed with post-dilatation of a 2.5x12 nc balloon catheter. There were no patient complications reported. The outcome of the procedure was good, and the patient was stable.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: promus select ous mr 24 x 2.25mm stent delivery system catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at approx. 15cm distal to the distal end of strain relief as well as multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). After a 6f guide catheter was used and engaged in left coronary artery coaxially, a non- boston scientific guidewire was crossed the lesion. Following pre-dilatation of a 2 x 12mm balloon catheter, a 24 x 2.25 promus premier select stent was advanced for treatment. However, the device failed to cross the lesion. Dilatation with the balloon catheter was performed again and re-introduced the stent. During advancing of the stent, the hypotube was kinked broke approximately 15 cm proximally from the hypotube. The device was removed and replaced with another 2.25 x 24 mm promus premier select stent. The procedure was completed with post-dilatation of a 2.5x12 nc balloon catheter. There were no patient complications reported. The outcome of the procedure was good, and the patient was stable.